Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that the cutter broken and cutter not cutting before vitrectomy surgery. The procedure was completed on same day after replacement of pack with new one. There was no patient impact.